Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the affected device shut down during ventilation, without alarm. Before that, there was a power failure in the house. No patient health consequences have been reported.